Event description:
Complainant alleged that while attempting to defibrillate a male patient who went into cardiac arrest post stress testing, the device prompted to "replace batteries" and would not deliver therapy. The medics then arrived and attached their defibrillator to treat the pt. The pt was converted and transferred to the e.r. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.